Manufacturer narrative:
One fast-cath introducer was returned for analysis. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the introducer was noted to be leaking blood from the valve. The introducer and dilator were inserted in the femoral artery together and the dilator was removed without issue. When the hydrophilic guidewire (alone or with diagnostic catheter 5fr) was introduced, the introducer presented intense bleeding. After several attempts of advancing the hydrophilic guide and catheter through without interruption of the bleeding by the valve, the introducer was replaced, but with a smaller diameter (12fr 12cm). The device was used to complete the procedure with no patient consequences.